Event description:
The patient's left device seemed to turn off, as determined by the pt's loss of therapeutic effect and verification with the patient programmer. The battery voltage was at 3.71 and longevity estimate was 88 months. The pt was at the clinic; her status was reported to be "fair". Additional info has been requested, a follow-up report will be sent if additional info becomes available.